Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture : compression fracture it was reported that intra-op, during inflation, the balloon ruptured and contrast media leaked. Hence, the product was replaced with another one and the procedure was completed. No fragment of the ruptured balloon remained inside the patient. Pressure and volume prior to rupture were 100psi and 1cc respectively. Total delay in overall procedure time as a result of this event was less than 60 minutes. The patient was not allergic to contrast media. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and functional inspection of the ibt balloon revealed a sharp cut/puncture on ibt. Functional inspection with a sample syringe confirmed the balloon would not hold the liquid and leaked out from the puncture. It appears that ibt was cut/punctured at the tip which is consistent with in-vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.